Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1/4. The tsr had the hp twist the spike in the heater bag and the second supply bag. Once the spike was twisted in the second supply bag, the fill cycle resumed. Product surveillance contacted the hp who stated the spike was not completely pushed in to the supply bag. The set-up was discarded and lot number information was unknown. No patient injury or medical intervention was indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.